Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Data was downloaded and reviewed, finding no errors related to the incident. A global functional test was performed on the receiver, resulting in no failures related to the customer complaint. The reported fault could not be reproduced. The complaint of the receiver ceasing to function could not be confirmed. The root cause could not be determined.